Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 595 mg/dl. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer¿s current blood glucose was 86 mg/dl. The customer also had symptoms such as vomiting, severe abdominal cramps, rapid heartbeat, cardiac distress. The customer treated in hospital. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected alarm error test. The downloaded history file listed on 12/18/17 at 20:07:49 pump suspended. The button event file was overwritten. Unable to verify if the customer manually activated the pump suspend feature. The pump suspend feature functions properly. Unit had minor scratched display window and cracked reservoir tube lip.